Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be tilted, separated from the instrument, and part of the crush ring was observed to be crushed. The retainer leg of the anvil was observed to be bent. Due to the observed damage on the received anvil, a pmv representative anvil was used for functional testing. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a unreported condition of a bent anvil retainer leg that has no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to end to end anastomosis during a laparoscopic colectomy, it was stated that the anvil prematurely tilted when seating center spike prior to firing stapler. A new stapler anvil was used to complete the case. There as no patient injury.